Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the image issue was caused by a faulty charged-coupled device unit. However, the definitive root cause of the faulty charge-coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus hd autoclavable camera head lost its image during use. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty cable was discovered and caused the reported no image failure mode. If additional information becomes available following the device evaluation, a supplemental report will be filed.